Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update: (B)(6) 2013 - patient's operative notes and x-rays were received. Records indicate upon revision the femoral component was found to be loose and the sleeve had not ingrown. The femoral, cement, and sleeve were added to the complaint. Clinical report states the patient was revised for the tibial poly separating and the tibial stem falling into varus position: malposition and/misalignment.